Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden increase in thresholds and the threshold was now high. There was also high superior vena cava (svc) impedance on the rv lead. A chest x-ray was performed and an obvious kink in the svc coil could be seen. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the exposed superior vena cava defibrillation coil became extrinsically distorted due to kinking/buckling. The overlay tubing of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.